Manufacturer narrative:
H10: this supplemental MDR is being submitted to report that MFR rpt# 3006260740-2023-01325 was a duplicate record and was opened in error. The event details are being captured under complaint file #(B)(4) and was reported to the FDA under MFR rpt# 3006260740-2023-01051. H10: d4 (expiration date: 01/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post chronic catheter placement, there was allegedly a tiny hole found in the one of the lumens. It was further reported that the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2027).

Event description:
It was reported that sometime post chronic catheter placement, there was allegedly a tiny hole found in the one of the lumens. It was further reported that the catheter was removed and replaced. There was no reported patient injury.